Event description:
Hold for dm 11/3/25it was reported that a spectrum pump alarmed upstream occlusion during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation sent device for upstream occlusion testing and it passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.